Event description:
It was reported that the device had a damaged therapy connector and, as a result, the device was not able to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control provided the biomedical engineer with technical assistance, including the part number for a replacement therapy connector. After several follow-up attempts with the customer, physio-control was unable to confirm if this particular device was either repaired or removed from service.the device has not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined.